Event description:
It was reported that the ventricular lead exhibited loss of capture and had dislodged. The lead was successfully repositioned on (B)(6) /2014. The patient was asymptomatic.

Manufacturer narrative:
.